Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. Upon interrogation, the left ventricular lead exhibited increased capture thresholds and increased pacing lead impedance. Programming changes were performed resolving the capture and impedance.